Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date product ID l-evolutfx-2329 (lot: 0012449261); product type: 0195-heart valves; implant date; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with calcification near the left common femoral artery access site, two sutures were placed using a a suture-mediated vascular closure device. Subsequently, the valve was implanted in the patient. During hemostasis, one suture broke and hemostasis could not be achieved with the remaining suture. An e ndovascular treatment balloon was inserted from the contralateral side, and hemostasis was concluded.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with calcification near the left common femoral artery access site, two sutures were placed using a a suture-mediated vascular closure device. Subsequently, the valve was implanted in the patient. During hemostasis, one suture broke and hemostasis could not be achieved with the remaining suture. An e ndovascular treatment balloon was inserted from the contralateral side, and hemostasis was concluded. Additional information was received indicating that the average diameter of the access vessel was 6.3 mm. And according to the physician, the delivery catheter system (dcs) did not cause or contribute to the complication during hemostasis.

Manufacturer narrative:
Corrected b.4 and h.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.